Event description:
It was reported that unspecified bd infusion set was leaking. The following information was received by the initial reporter with the following verbatim: it was reported: ¿this rn attached IV push daunorubicin to a saline tko line at y site and pushed the medication. Realized medication was leaking (a few drops) near the connection sites, both at the y site and the end of tko line connected to the patient. So, this rn paused the tko that was free flowing and clamped the lumen. Changed the tko tubing (because we were using it from the day before and thought maybe the tko tubing was the issue). Connected new tko y sited with daunorubicin syringe, but the same thing happened again. I realized some pressure when I was trying to push the daunorubicin syringe. Also realized when I wasn't pushing the med, the free flow tko wasn't flowing. We switched to a different lumen of the triple lumen PICC, and there was no issue. All ppe were on, but patient did get a drop of daunorubicin on her arm, which was wiped with an alcohol swab and then later with soapy water washcloth. No new symptoms/signs developed from the arm. Approximately 1-3ml of drug that was mixed with tko was discarded due to changing to a new line.¿

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information.